Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-8750-46h, an ar-8750-42h, and an ar-8750-38h had issues. During a fulkerson osteotomy procedure on 06/03/2022, all three complaint devices were implanted, and the case was completed successfully with no impact to the patient. On (B)(6) 2022, the x-ray was showing that 2 of 3 screws were bending. On (B)(6) 2022, on the next x-ray, 2 of the 3 screws were broken inside the patient post-op. According to the x-ray and the sales representative, it was assumed that the ar-8750-46h and ar-8750-42h were broken. The broken screws were securely affixed inside the patient, and the surgeon was not planning a revision surgery and deemed it safe to leave the broken screws inside the patient, but just wanted to have the complaint reported. The patient is fine to date. On (B)(6) 2022, another sales representative called and provided via phone the following information: on (B)(6) 2022, a revision surgery was performed by the same surgeon to remove the broken ar-8750-46h and ar-8750-42h from the patient successfully. Both complaint devices were available for return.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the device was broken. Measurements were unable to be taken due to the broken state of the device. The cause of this remains undetermined.